Event description:
The customer reported experiencing low blood glucose. The customer stated that the doctor believes that his low glucose may be due to taking pain and cold medication. During the call the customer also reported being hospitalized. The blood glucose was 116mg/dl. Troubleshooting was performed. The customer stated that days later his glucose level drop to 103mg/dl. The customer drank a glass of orange juice and his blood glucose went down to 53mg/dl. The customer's most recent blood glucose was reading 184mg/dl with his meter, and 142mg/dl with the hospital's blood glucose meter. The programming, time, and date were correct. The customer stated that the insulin pump was exposed to cat scan while being at the hospital. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.